Event description:
Rn, don, stated in phone conversation of 1/21/2003 "pt experienced shortness of breath and tightness in throat 5 minutes into dialysis. Pt was hospitalized for dyspnea and hypotension. Admission was 4 days but that was because a graft stenosis was repaired at the time. Medical director does not agree with the physician who diagnosed this as a formaldehyde hypersensitivity reaction. The dialyzer tested negative for formaldehyde at the time of the incident".